Event description:
After 47 days of implantation, this pacemaker was explanted because of pocket infection.

Event description:
After 47 days of implantation, this pacemaker was explanted because of a pocket infection.